Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Imaging and evaluation of the device is anticipated (device currently in transit). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore, that on (B)(6) 2025, a patient was treated with a gore® excluder® iliac branch endoprosthesis (ceb). The ceb device did not open correctly; the gate remained closed and the device partially opened and was crimped in the middle section (at the level of the contralateral leg, roughly just below the long marker). The removal of the shaft was not possible when pulling the second deployment line. The physician believe the first deployment line was improperly coiled outside of the device. As a result, an open repair was necessary. The patient is doing ok.

Manufacturer narrative:
Updated d9. Updated h6: added type of investigation code b17 and b15. Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable. The primary reported device failure mode, partial deployment of the gore® excluder® iliac branch endoprosthesis - iliac branch component where the middle of the endoprosthesis and hypgastric gate remained constrained, were confirmed through evaluation of the provided clinical images. The images also show several unsuccessful attempts to expand the constrain section of the endoprosthesis. No device components were returned for evaluation (despite multiple attempts to acquire the device to be returned). The physician suspected the primary deployment line contributed to the complication, but the specific cause for the confirmed device partial deployment could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.